Manufacturer narrative:
A surgical explant of the device was reported, with an unknown cause. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. As the lot/serial number was not provided, device history records could not be reviewed to verify that all manufacturing and inspection processes were completed and that the product met all specified manufacturing requirements. Based on the information available, the cause of reported incident cannot be conclusively determined. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing. Information has been collected through the our legal team. Additional attempts were made to obtain further details from the third party; however, only limited information was received. Should additional information become available, this event will be updated accordingly.

Event description:
It was reported that a 23 mm trifecta valve was implanted on (B)(6) 2014. It was reported that the valve was explanted on (B)(6) 2025. The cause of the explant is unknown. The patient status is unknown. No further information has become available.